Event description:
The customer reported that this unit would power up in the philips blue screen only.

Manufacturer narrative:
The customer reported that this unit would power up in the philips blue screen only. A philips field support engineer went to the customer site and verified the reported failure. He replaced the power pca which resolved the reported failure.